Event description:
It was reported that during a surgical procedure, the drill was a tight fit in the handpiece, and failed the initial setup protocol several times. The field assumption is that the handpiece has become bent or blurred. The problem resolved with a different handpiece. No surgical delay or patient injury was reported. Results of investigation have concluded that the snaplock has incorrect dimensions, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), used in treatment, was a tight fit with the anspach motor drive motor and failed the handpiece characterization test several times during a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. A handpiece characterization test was performed and found that the snap lock nut became unthreaded from the snap lock, therefore resulting in a high t1 max torque. The loose snap lock nut was tightened and handpiece characterization was redone, resulting in the acceptable t1 max torque values. The root cause of this issue was found to be supplier / raw material fault. As part of corrective actions, a new and more robust design of the snaplock has been released.